Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered when the customer was playing in the woods. Customer was unable to interact with the touch screen due to the shatter and exposed circuit board. Customer's blood glucose was 303 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.